Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The event of numbness is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event(s) as follows: "adverse reactions: the most common adverse reactions (>20% of subjects) include injection site edema/swelling, hematoma, pain, numbness, erythema and induration. (6.1) 6 adverse reactions: 6.1 clinical trials experience. Because clinical trials are conducted under widely varying conditions, the adverse reaction rates observed in the clinical trials of a drug cannot be directly compared to rates in the clinical trials of another drug and may not reflect the rates observed in practice. In two double-blind, placebo-controlled clinical trials 513 subjects were treated with kybella and 506 subjects were treated with placebo. The population was 19-65 years old, 85% were women, 87% caucasian, 8% african american. At baseline the population had a mean bmi of 29 kg/m2, moderate to severe submental convexity (graded as 2 or 3 on a 0 to 4 scale) and without excessive skin laxity. Subjects received up to 6 treatments at least 1 month apart and were followed for up to 6 months after the last received treatment. The most commonly reported adverse reactions are listed below. The most commonly reported adverse reactions at injection sites and other locations in treated subjects (n = 513) with kybella® include edema/swelling, hematoma/bruising, pain, numbness, erythema, induration, paresthesia, nodule, pruritus, skin tightness, site warmth, nerve injury, headache, oropharyngeal pain, hypertension, nausea, and dysphagia."

Event description:
Representative conducting market research reported a patient having their first treatment with kybella® noted they ¿still feel numbness after 3 months¿ and wished they would have been told there would be sagging skin after injection. It is not known if the kybella® skin grid was used.